Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that there was a blockage at the site on (B)(6) 2025, which resulted in elevated blood glucose (400 mg/dl). The patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information, this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch (B)(4) in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing. The lot 6008743 was manufactured according to the wi version 98 and packaging in the multivac 14, on 13 aug 2024, with a total of (B)(4) units. Welding. The lot 4h00374 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 07 aug 2024, with a total of (B)(4) units. The lot 4h00373 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 11 aug 2024, with a total of (B)(4) units. The lot 4h01459 was manufactured according to the wi version 34 welding in the machine ls24 & ls25, on 14 aug 2024, with a total of (B)(4) units. Gluing of connector. The lot 4h00370 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 04 aug 2024, with a total of (B)(4) units. The lot 4h00371 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 05 aug 2024, with a total of (B)(4) units. The lot 4g06109 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 03 aug 2024, with a total of (B)(4) units. The lot 4h01450 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 14 aug 2024, with a total of (B)(4) units. The lot 4h02842 was manufactured according to the wi version 37 in the gluing of connector in the line 3, on 17 aug 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 19 june 2025 against malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6008743 and another 1 complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.